Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for surgery due to low impedance and noise on the atrial lead. The atrial lead was explanted and replaced. The ventricular lead was also explanted and replaced during the procedure since this was on advisory. The patient's implantable cardioverter defibrillator had no issues and was electively replaced. The patient was stable and discharged following the procedure.